Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were substantial evidence to support the following reported events; endoleak type ia (reported in report #: 2031527-2018-00023) , endoleak type ib from the right common iliac artery, and sac growth. The most likely cause of the proximal loss of seal was the movement of the cuff (4mm) which resulted in growth in neck diameter. The most likely cause of the distal loss of seal was the sac growth distal to the stent, likely from the hypogastric artery; it's not likely the off-label anatomy contributed to that event. Procedure related harm and final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. Reportedly, patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient was initially implanted in 2008 with an bifurcated and an aortic extension. During a recent follow up, it was noted in ultrasound that they patient had sac growth due to an endoleak type ib from the right main body limb. An additional follow up scan also showed an endoleak type ia in the proximal extension. Secondary was performed on (B)(6) 2018. The physician elected to place a palmaz in the proximal extension and an ovation extender in both left and right main body to successfully resolve the endoleak type ib.